Event description:
Revision surgery - due to the patient was unstable and dislocating.

Manufacturer narrative:
The agent reported the patient was unstable and dislocating. Complaint has been evaluated and is similar to report number 1644408-2022-00729; 530-14-108, s814 - stability, poor join, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.